Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of operative notes. Operative notes provided stated that a hoop stress fracture involving the calcar was noted after insertion of the components. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: 00625006530, item name: bone screw, lot #: 61926518; item number: 00801803214, item name: femoral head, lot #: 61189198; item number: 00875704801, item name: shell with cluster holes, lot #: 62207670; item number: 00885100832, item name: neutral liner, lot #: 62130896. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after insertion of the initial right total hip arthroplasty, a hoop stress fracture was noted intra operatively along the calcar. A cerclage cable was used to secure the calcar area. No additional information is available at this time.